Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information received the cause remains indeterminable; however, patient factors may have contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 26mm transcatheter valve was implanted inside a disabled 25mm mitral bioprosthetic valve in the mitral position via valve-in-valve procedure. The reason for valve-in-valve intervention is due to severe prosthetic valve stenosis and severe restriction of leaflet mobility. The implant duration of the disabled 25mm mitral valve at the time of the valve-in-valve procedure was three (3) years, eight (8) months, fifteen (15) days. Both devices remain implanted. The patient also has a 19mm aortic valve that has been implanted for three (3) years, eight (8) months, fifteen (15) days and it remains implanted. There were no complications reported. The patient is reported to be doing well.